Event description:
Pt developed respiratory/cardiac arrest and could not be successfully resuscitated following administration of surgical simplex-p/radiopaque bone cement during hip prosthesis insertion.